Manufacturer narrative:
A partial lead was returned cut into two segments, the middle segment was not returned. Full electrical test could not be performed due to the condition of the lead as returned.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during an atrial lead extraction the patient expired.